Event description:
I received a thermotech automatic moist heating pad. In examining the product, I am unable to find any indication on the packaging, the product labeling or the instruction booklet as to compliance with ul 130 standards for heating pads. In addition, the supplemental cover does not have the warning label required by ul 130, and the product label does not specify the manufacturer or distributor's contact info, as required by ul 130. The model is called "medical grade heating pad" but it does not have a hospital or 3-prong plug, and does not include any other indication of being suitable for medical or hospital use. I have been told that the company selling this product in the united states is ultima products, located in pennsylvania, but I am unable to find any confirmation. Date product purchased: (B)(6)2010.